Manufacturer narrative:
The event unit is not being returned for evaluation, and no lot number has been provided to applied medical. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: this is a complaint from the hospital; while deploying the inzii collection bag, a cap-like part attached to the bag fell inside the body. We resolved the issue by placing it inside the collection bag and retrieving it. No patient injury or illness associated with this event. Replaced with a hospital inventory, and the procedure was completed. The investigation report has not been requested by the hospital. This event unit will not be returned due to infection. Type of intervention: we resolved the issue by placing it inside the collection bag and retrieving it. Patient status: no patient injury or illness associated with this event.